Event description:
It was reported that the system with this right ventricular (rv) lead, right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) device exhibited noisy signals and oversensing during suturing with pocket manipulation. Technical services (ts) reviewed the provided electrocardiogram images and suspected seal plug issue. Ts advised to remove and reinsert the leads in the device header to see if the seal plug was still intact. Ts also advised to replace the device if seal plug issue was confirmed. Rv and ra lead remains in service and crt-d was later explanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating an alert that stated the right ventricular auto threshold (rvat) was found to be greater than programmed intrinsic amplitude or suspended on this device rv channel, possibly due to pacing rates being higher than expected.

Event description:
It was reported that the system with this right ventricular (rv) lead, right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) device exhibited noisy signals and oversensing during suturing with pocket manipulation. Technical services (ts) reviewed the provided electrocardiogram images and suspected seal plug issue. Ts advised to remove and reinsert the leads in the device header to see if the seal plug was still intact. Ts also advised to replace the device if seal plug issue was confirmed. Rv and ra lead remains in service and crt-d was later explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the system with this right ventricular (rv) lead, right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) device exhibited noisy signals and oversensing during suturing with pocket manipulation. Technical services (ts) reviewed the provided electrocardiogram images and suspected seal plug issue. Ts advised to remove and reinsert the leads in the device header to see if the seal plug was still intact. Ts also advised to replace the device if seal plug issue was confirmed. Rv and ra lead remains in service and crt-d was later explanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating an alert that stated the right ventricular auto threshold (rvat) was found to be greater than programmed intrinsic amplitude or suspended on this device rv channel, possibly due to pacing rates being higher than expected.

Event description:
It was reported that the system with this right ventricular (rv) lead, right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) device exhibited noisy signals and oversensing during suturing with pocket manipulation. Technical services (ts) reviewed the provided electrocardiogram images and suspected seal plug issue. Ts advised to remove and reinsert the leads in the device header to see if the seal plug was still intact. Ts also advised to replace the device if seal plug issue was confirmed. Rv and ra lead remains in service and crt-d was later explanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating an alert that stated the right ventricular auto threshold (rvat) was found to be greater than programmed intrinsic amplitude or suspended on this device rv channel, possibly due to pacing rates being higher than expected. Subsequently, additional information was received indicating that the rv threshold had been elevated. Rv threshold had been stable around 1.0v (volts); however, there have been three spikes reaching to 5.0v. Patient was noted to have av node ablation in 2024. Ts discussed options for troubleshooting auto, commanded thresholds.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.